Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that the customer has been experiencing low blood glucose for about a year. The doctor has changed the insulin pump settings multiple times. It was stated that there was an incident where the customer's blood glucose dropped from 149 to 30 mg/dl in three hours and the customer went to the emergency room due to insulin over delivery. Blood glucose at the time of admission was below 20 mg/dl. The drive support cap is normal. Customer was disconnected during the rewind/prime sequence. It was found that the programming was not accurate. The daily totals started at june and it did not show daily totals and no bolus history either. It was also reported that the customer was unable to see the screen. Current blood glucose is 109 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.